Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07373) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented in clinic due to slow heart rate. The device could not be interrogated. After several programmers and relocating patient to a different room, still no communication could be established. Premature battery depletion was suspected. The device was explanted, and patient condition was good.